Manufacturer narrative:
The customer believed the repeat results to be correct. Multiple messages were observed on the alarm trace related to sample quality ("sample clot detection" and "sample short"). The investigation determined the issue is consistent with pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility.

Manufacturer narrative:
This event occurred in (B)(4). The sample probe was replaced.

Event description:
The initial reporter complained of discrepant results for 3 patient samples tested for elecsys cortisol ii (cortisol ii) and elecsys acth (acth) on a cobas e801 module. Patient 1 initial cortisol ii result was 0.0544 ug/dl. The sample was repeated twice with results of 2.61 ug/dl and 2.55 ug/dl. Patient 2 initial cortisol ii result was 2.15 ug/dl. The sample was repeated twice with results of 14.9 ug/dl and 15.4 ug/dl. On (B)(6) 2020 patient 3 initial cortisol ii result was 0.0544 ug/dl. The sample was repeated twice with results of 6.65 ug/dl and 6.61 ug/dl. Patient 3 initial acth result was 6.2 pg/ml. The repeat result was 34.9 pg/ml. No questionable results were reported outside of the laboratory. No reagent lot numbers with expiration dates were provided.